Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had an open book and a red x open book image. The blood glucose level was 361 mg/dl at the time of incident. The customer advised the pump will need to be replaced. The customer advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer advised to place pump in storage mode: remove battery, press and hold the back button until the screen turns off. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch.